Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported feeling dizzy and lightheaded. When she checked her cgm receiver, the reading was ¿one hundred something¿ mg/dl and the bg meter was reading 38 mg/dl the patient called emergency medical services (ems), as she reported she was ¿almost in a coma¿. Ems arrived and transported her to the emergency room (ER). At the ER, the patient was treated orally with metformin, mirtazapine, aspirin, and carvedilol. There was no documentation of what treatment was used for hypoglycemia reversal. The patient was hospitalized for three days before being discharged. The patient was ¿great¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.